Manufacturer narrative:
Concomitant medical devices: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving intrathecal baclofen 2000 mcg/ml (dose 150 mcg/day) via an implanted pump. On an unreported date, the patient's family complained the patient experienced increased spasticity and being agitated. Regarding troubleshooting of the pump system, side port aspiration was not successful. The physician decided to surgically fix the catheter. During surgery, the spinal site was opened and a very sharp bend was noted; it was suspected the catheter was kinked. The surgeon removed the anchor and was then able to aspirate via the side port. The surgeon was not able to implant a new anchor, so he sutured the existing anchor down. As of the time of this report, the issue was resolved. Patient medical history, other medications the patient was taking at the time of the event, and baclofen lot number was not able to be obtained. The patient status at the time of this report was reported as alive, no injury. Additional information has been requested, but was not available as of the date of this report.